Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery and scratches on the screen that effect the visibility. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had random no delivery alarms, motor error and buttons are harder to press. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.